Event description:
Ems arrived at the patient's home and found female patient on the bathroom floor with first responders at the scene. Pt on oxygen with respirations of 6/minute; skin cold, mottled, ashen in color with no breath sounds to upper and lower lobes and no distal pulses. Family stated pt was using the toilet and became weak and they laid pt on floor. Pt removed from the bathroom, placed on gurney and loaded into ambulance with CPR. Placed on monitor, pea (pulseless electrical activity) with no respirations. Intubation with success with #7 et tube. Pt began having subcutaneous emphysema to chest, breast, abdomen, and pubic area. Shock advised at 10:13 with v-fib. Rhythm changed to asystole. Pacing at 10:21 with capture and pulse. Epinephrine 1:10,000 via ett x2, asystole, atropine via ett x2 with no change on monitor. Pacing stops at 10:32 with continuing CPR and ventilation via ett with 100% oxygen. (Ems personnel reported that she checked the monitor because monitor was blinking, checked cables and leads, checked batteries. She noticed pacing had stopped. They continued CPR for 3 cycles, changed batteries because monitor went blank. Removed battery 1 and placed new battery, monitor blinked, attempted to restart pacing, monitor advised connect electrodes, changed pacing pads, rechecked tube placement, changed batteries around, shut off monitor and restarted, arrived at ed) arrived at ed while continuing CPR and ventilations with asystole on monitor. Follow up reveals that failure was due to a bent metal retaining clip (approximately 2-3mm) on the battery (3rd party) which allowed dislodgement of the battery.